Event description:
It was reported that there was diminished sensing observed in the right ventricular lead. The lead was planned to be revised and remains in use. The patient was enrolled in the optilink hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 407652, implantable pacing lead6 2011. A 419688, implantable pacing lead, (B)(6) 2011. (B)(4).